Manufacturer narrative:
Based on the information provided at this time, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient's attorney. Patient medical records have not been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june, 2007. If additional information is provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery to repair a right femoral hernia. As reported, a bard/davol perfix plug, reference was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to remove the perfix plug, perform a neurectomy with nerve re-implantation, and perform a reconstruction of the right groin. The patient's attorney alleges that the patient subsequently endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Based on the information provided at this time, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient's attorney. Patient medical records have not been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june, 2007. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of perfix plug, patient had bowel obstruction, adhesions, nerve damage, bowel strangulation, inflammation and hernia recurrence thereby underwent repairs with partial explant of mesh. Per operative notes, ¿the mesh was seen to be contracted and bard plug still in place, however this appeared to have avulsed off of the pelvic shelving.¿ the instructions-for-use supplied with the device identify adhesions, inflammation and hernia recurrence as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported by the patient's attorney: (B)(6) 2009 - the patient underwent surgery to repair a right femoral hernia. As reported, a bard/davol perfix plug, reference was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to remove the perfix plug, perform a neurectomy with nerve re-implantation, and perform a reconstruction of the right groin. The patient's attorney alleges that the patient subsequently endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incarcerated right femoral hernia thereby underwent open repair with implant of perfix plug. Per operative notes, "the femoral hernia that was incarcerated and protruding was identified and large lymph node was there. The hernia sac and the bowel incarcerated within this were resected. The hernia sac was reduced into the abdominal cavity. A medium perfix plug mesh was placed into the extraperitoneal space & sutured". (B)(6) 2015 - patient underwent treatment for chronic right sided groin pain. (B)(6) 2015 - patient was diagnosed with right side chronic inguinodynia thereby underwent laparoscopic repair with partial removal of mesh. Per operative notes, "the mesh was seen to be contracted located primarily in the femoral space and was carefully excised. Small amounts of foreign body (perfix plug) and scar tissue was in entrapped nerve, and this was divided with re-implanted to muscle. The residual foreign body was removed, and the groin was then free of all foreign body and reconstruction was completed". (B)(6) 2015 - patient was diagnosed with partial small bowel obstruction and possible acute herniation in the right groin. Per operative notes, "on exploration, careful dissection revealed loops of small bowel densely adherent and acutely inflamed on prior surgical area in the right groin and were dissected. One portion of small bowel had a partial herniation through the femoral space and was fully reduced.¿ (note: there was no mention/visualization of perfix plug during the procedure). (B)(6) 2018 to (B)(6) 2019- patient frequently visited hospital for right quadrant pain. (B)(6) 2020 - patient underwent repair for small bowel strangulation. (Note: there is no operative notes provided). (B)(6) 2020 - patient was diagnosed with right inguinal hernia thereby underwent robotic repair with implant of biological mesh. Per operative notes, "a large as well as indirect defect with a prior perfix plug was noted to be in the correct space which appeared to have avulsed off of the pelvic shelving as well as appeared to be multiple hemo clips at the level of iliac vessels and epigastric vessels. Just medial to the epigastric vessels, there is what appeared to be a perfix plug still in place, however this appeared to have avulsed off of the pelvic shelving and there were clips in this area as well. A biological mesh was trimmed & placed into the abdomen to cover the direct space and indirect defect.¿. Attorney alleges that the patient had adhesions, bowel/intestinal obstructions, mesh migration, nerve damage, pain and emotional injuries. It was also alleged that the patient had ER visit for pain resulting from right inguinal hernia which contained a portion of anterior inferior urinary bladder dome and urinary tract infection on (B)(6) 2019.